Manufacturer narrative:
Failed/unable to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported to boston scientific corp that an ultraflex esophageal stent was used during a stent implantation procedure performed in 2009. According to the complainant, the ultraflex esophageal stent was placed for treatment of a 14 mm stenosis. Following stent deployment, the proximal end of the stent did not fully expand. The stent was not explanted and remains inside the pt. The pt was reported to be able to swallow her own saliva following the procedure, whereas before she was not. The pt's condition at the conclusion of the procedure was reported to be stable. The stent was placed as a palliative modality in this pt. It was indicated a percutaneous endoscopic gastrostomy (peg) was in place; however, it could not be determined if the feeding tube had already been in place or was placed as a result of the non-expansion of the stent. Therefore, this event has been classified as a serious injury.